Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and lymphadenopathy.

Event description:
Patient representative reported left side ¿dirty shadow¿ and ¿echodense noise," ¿ rupture¿, ¿snowstorm sign," ¿ changes in breast," "discomfort", "severe pain," ¿ very emotionally shaken¿, "feared for life and possibility of sequelae", "feeling irreparable anguish and stress daily," ¿depressed," ¿hyperechogenic lymph nodes, with a well-defined anterior margin and an ill-defined posterior margin." Patient representative also reported cyst not related to the device. The device remains implanted.